Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted for concerns of pump thrombus with elevated lactate dehydrogenase (ldh) and hematuria. Upon interrogation of the alarm history, the site noticed some pump off alarms on (B)(6) 2024 around 23:30. The patient was not aware of the pump off events. The patient was placed on an ungrounded patient cable. The patient previously had a clamshell repair done on the driveline with rescue tape applied to the majority of the remaining driveline (MFR# 2916596-2024-06265). Due to the current condition of the driveline, it was covered with tongue depressors and tape. Following review of the submitted log files by tech services, it appeared the speed reduction and pump off events occurred on 28aug2024 while connected to mobile power unit (mpu) power. The submitted x-ray images appeared to show some inconsistency in the shielding near the distal end of the driveline. There also appeared to be a no external power event captured in the log files recorded on (B)(6) 2024 at 12:15:07 pm while connected to mpu power. The emergency backup battery (ebb) was used to support the system during these events and motor function was not affected. Additional log files were provided on (B)(6) 2024 as the patient had experienced several pump off and low flow events despite being on an ungrounded patient cable and/or battery power. The nursing staff noted that the ventricular assist device (vad) did not alarm for any of the events. Log files confirmed speed reductions and pump stop events while connected to power module/patient cable power which indicated a potential phase to phase short. The patient underwent a pump exchange on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation could not confirm the reported system controller¿s failure to alarm via log file analysis. The speed was captured below the low-speed limit from 23:33:59 to 23:34:10 on (B)(6) 2024. It was reported that the driveline underwent clamshell repairs, and a majority of the driveline was covered with tongue depressors and tape. There were no indications or alarms for driveline disconnects or low power hazards captured before the event, but the log file did capture low flow hazards during the event and appeared to alarm when an issue like power cable disconnects or no external power alarms were detected. All events relating to the reported event and other captured power issues occurred while connected to the mpu; all alarms triggered properly. The product was not retuned for further investigation and there were multiple attempts to gather more information from the customer, but there was no response. A root cause for the reported event could not be determined from the information provided. The heartmate ii patient handbook (rev. C, section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The battery can provide enough power to run the pump for at least 15 minutes. The heartmate ii patient handbook (rev. C, section 2 ¿how your heart pump works¿) instructs users on how to properly perform a system controller self-test. Users are encouraged to perform at least one self-test per day to ensure the function of the controller¿s audible and visual alarms. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with no external power (power outage) conditions. Users are instructed to immediately switch to a working power source. The heartmate ii patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.